Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 25 april 2024. It was reported that two infusion sets were leaking. Patient blood glucose level was 28 mmol/l and was treated through countinous pump insulin delivery. No further information available.

Manufacturer narrative:
Device 1 of 2. E1: patient city: (B)(6). Patient country: australia.